Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 power supply was replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 9900 system had a internal security failure error at boot up. No patient injury was reported.